Event description:
A caller reported that their pump was experiencing a malfunction. Despite the issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for future malfunctions.